Manufacturer narrative:
Estimated date of event. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the proglide devices failed in the patient. The method in which hemostasis was achieved was not provided. No additional information was provided.